Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the locking ring was bent and displaced. Therefore, the liner would not sit in the shell during surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation determined the lock ring was disassembled from the shell and deformed. The thickness of the lock ring is conforming to print specification. Other dimensions cannot be measure as damage is too severe for a complete dimensional analysis. The shell was returned with scuffs and scratches on the inner diameter. The location of the inner sphere was out of tolerance. Review with development identified there is a possibility that the face of the shell was damaged during the attempted liner insertion which could result in this oot condition. This oot condition is minimal enough that it is likely not the cause of the liner not seating in the shell. The remainder of the dimensions are conforming to print specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history records were reviewed and did not identify any deviation or anomalies. Root cause is unable to be determined. If any further information is found which would change or alter any conclusion or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.